Event description:
Customer reported the this lot of needle were too blunt.

Manufacturer narrative:
Upon receiving customer feedback regarding "blunt sterile injection needles", our company immediately organized quality control, production, and other relevant personnel to conduct an investigation. The specific details are as follows: (1) sample retesting: on (B)(6) 2023, 10 samples of batch number: ckdb03-01, specification: 30g¡á1/2" were extracted for visual inspection of needle tips under a 2.5x magnifying glass to check for sharpness, absence of burrs, or bent hooks. Additionally, a needle puncture force test was conducted on the 10 samples (as shown in annex 1), with puncture forces ranging from 0.31-0.34n; (inspection equipment: zw ick magnifying glass, inspector: song wenxiu). Based on the investigation results, the iso7864-2016 standard for single-use injection needles specifies requirements for needle tips, stating that under 2.5x magnification, the needle tip should be sharp without burrs or bent hooks, which our company strictly adheres to. The visual inspection of the batch of injection needles in response to customer feedback met the standard requirements. Moreover, puncture force testing was conducted on the retained samples based on gb15811-2001 standard requirements for maximum puncture force (no specific requirement in the iso standard), and the results satisfied the requirement of maximum puncture force less than or equal to 0.70n. Since there were no actual defective samples for analysis leading to the bluntness of needles, it is recommended that the customer assists in collecting such defective products for further analysis and confirmation. Regarding better service for patients with injection needles, two precautions related to needle tips are advised: 1. Protect the needle tip from damage during use by keeping it parallel when removing the needle sheath to avoid contact that may cause damage; 2. Injection needle products are primarily used for human injections and liquid extraction. While extracting liquids, avoid the needle tip from touching the bottom or walls of liquid bottles to prevent damage. Directly using injection needles to pierce bottle stoppers/plugs is not recommended due to the sharpness leading to flaking during piercing, potentially causing needle tip damage resulting in burrs or patient discomfort during injections.